Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator would not turn on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. The fse reported to have calibrated the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.